Event description:
Pt's husband states that he has several cassettes (approximately four) which have malfunctioned in the past year. They have all given the error code: no disposable. The pumps have not been an issue. He doe have the product available for return. Lot numbers unknown. Number of events and corresponding dat are unknown. No additional information is available at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; about 4 of them; did we [MFR] replace the cassette? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.